Manufacturer narrative:
A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. Synthes manufacturing location was identified upon receipt of device and lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown awl/unknown lot. Part and numbers are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during an anterior cervical discectomy and fusion (acdf) procedure the tip of the broke. The tip fell into the patient but was successfully retrieved. The procedure was completed using the straight awl. A slight delay of less than 2 minutes was reported. The patient suffered no harm. This report is for an unknown awl. This is report 1 of 1 for (B)(4).